Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight and ethnicity and race were not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA). This report is for (band aid brand kizu power pad large ap). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA). UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 10, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female reported she applied kpp bandage to a scratch on her daughter¿s knee on (B)(6) 2018. Consequently, the wound site and around it swelled and got worse. Therefore, the reporter took her daughter to a hospital. No additional information is available.